Manufacturer narrative:
The customer contacted heartsine to report a non-critical issue with their device. Upon evaluation of the customer¿s device, heartsine observed a pogo pin failure. The root cause of the reported event is a faulty pogo pin. Heartsine discarded the device and the customer received a new device.

Event description:
The customer contacted heartsine to report a non-critical issue with their device. Upon evaluation of the customer¿s device, heartsine observed a pogo pin failure. This may prevent the device from powering on which may prevent or delay defibrillation therapy. There was no patient involvement reported with the event.